Manufacturer narrative:
Additional information received: follow-up information was received on 18-nov-2015: the outcome of the events was reported as resolved on (B)(6) 2015.

Manufacturer narrative:
Additional information received: on (B)(6) 2015 the patient left general hospital. As of (B)(6) 2015 the necrosis has not resolved. The dermis is being regenerated but it has not yet recovered completely. To regenerate the dermis the injector is treating patient with cell therapy and prp (platelet rich plasma).

Event description:
A (B)(6) female pt was injected with radiesse into the nose area for aesthetic purpose on (B)(6) 2015. The needle used for injection was 21 gauge needle. Reportedly, during the procedure the injector "felt empty space" and radiesse "disappeared in the injection area". Therefore, an additional injection was done. The total amount of radiesse injected was 0.8 ml. Right after the procedure, the pt felt uncomfortable. Initially, the nasal dorsal artery was obstructed and subsequently the orbital blood vessel was obstructed. High frequency procedure was performed subsequently. There was no improvement so the pt was hospitalized on (B)(6) 2015. Necrosis started on (B)(6) 2015. After transfer into general hospital, the pt received treatment with a high dose steroid (route, dosage and duration unk), aspirin and a vasodilator (drug name unk). She received treatment in the ophthalmology and plastic surgery department. Results from computed tomography (CT) and magnetic resonance imaging (MRI) scans showed that there was nothing wrong with pt's vision. According to the CT scan result the physician concluded that radiesse was injected into a blood vessel. The final diagnosis was necrosis by blocking of blood vessel. A fundus exam was done and on (B)(6) 2015 the pt was informed that there is no issue of poor vision based on the fundus exam. Also the injector in miso clinic is doing oxygen treatment and stem cell therapy when the pt visits (dates of visits unk). The outcome of the events was reported as not resolved. The pt has left the hospital. The date of discharge is unk. The pt was further monitored.